Event description:
Procedure type: according to the reporter: the stapler divided and did not deploy any staples. This caused the case to move from laparoscopic to open. After opening, the surgeon sewed the vessel closed. There was an additional blood loss of 600cc. Operating room time extension was 90 minutes. Three units of blood given to pt during the hosp stay. The pt normally would have stayed three days but this pt stayed seven days in the hosp. Pt is doing well and recovering fine.

Manufacturer narrative:
(B)(4).